Event description:
It was reported that the health care professional (hcp) wanted confirmation that a stored ventricular episode was a one to one atrial tachycardia episode and there was farfield oversensing of ventricular signals on the atrial channel that resulted in an atrial tachy response (atr) episode. Technical services (ts) reviewed the reports and agreed with the hcp's deduction. Ts noted that there was some atrial undersensing, as well. Ts advised reprogramming. The device remains in use. No adverse patient effects were reported.